Manufacturer narrative:
(B)(4). The device has been requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
According to the customer: "post-op 2 vessel CABG that went into cardiac arrest in the ICU. Dr opened chest in the unit for cardiac massage and transported back to or and placed on traditional bypass for 108 min. Converted to a/v ecls (cardiohelp) with cannula in the ascending aorta and venous line in the right atrium. A 2/3 protamine(200mg) was given. Six min later, delta p and low flow alarm sounded. Delta p went from 14 to 160, then to 320. Customer states they could not get 'forward flow and volume was adequate'. Pts native rhythm never returned and pt pronounced dead. Customer 'suspects clot', but states 'none visible in the oxygenator'. After the case, the customer used a basin of fluid and could get forward flow from the hls circuit." (B)(4).

Manufacturer narrative:
The product was visually inspected in the laboratory of the manufacturer. At the blood inlet and blood outlet side no clots were visible. At the inner side of the pumps cover housing a piece of glue was detected. The piece of glue was detached from the delta p pressure sensor (pint). The product was tested with bovine blood for its o2, co2 and pressure drop performance in the laboratory of the manufacturer. The gas exchange performance test and the pressure drop test meets the specifications. No abnormalities were detected. Also the delta p measurement was functioning normal. To reduce bleeding, protamine was administered to antagonize in part heparin anticoagulation. Yet, antagonizing heparin in an extracorporeal circuit is not recommended in any guideline and using protamine in a situation of excessive bleeding is a very dangerous as clotting is encouraged an the function of the circuit is potentially severely impaired. The highly complex coagulation system acts very sensitive if protamine is administered and even in patients with excessive bleeding, thrombi can be formed promptly after application. In cases with severe bleeding, blood replacement, platelet replacement has to be done and even low dose of coagulation factors can be considered, but protamine application in an extracorporeal circuit shortly after start is not recommended. But it is rather probable that drugs and blood products applied in situations like this may cause thrombus formation and an imbalance of coagulation / anticoagulation factors could have caused a clotting. Yet, even if this caused a stop in the forward propagation of the blood stream, it would be associated to a use scenario that is not in line with typical device use: using protamine to improve blood coagulation when an ECMO circuit has just been established is not a recommended procedure. In summary, with all the information provided, we do not see that this tragic case the complaint refers to is related to a product hazard. Based on these results and the information available at this time no device related malfunction was causing the reported event. Most probable the administered protamine was causing the reported event. Also the IFU of the product is stating the following: interaction of the coating with other substances: "administering protamine influences the biocompatible properties of heparin surfaces. Therefore, protamine should not be administered directly at the coated medical device. It is recommended to reduce protamine treatment to a minimum and to administer the dosage in stages." Since no device related malfunction could be confirmed and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time

Event description:
(B)(4).